Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two events of tubing detached on (B)(6) 2024 . Tubing was detached from the connector. Infusion set was used for 12 to 18 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.